Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The user's blood glucose level ranged form 250 mg/dl to 300 mg/dl and the user addressed bg level with a bolus via the pump. The user cleared the alarm and insulin delivery was resumed.